Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsus gps system, the case was aborted due to robotic error and the final screws were not placed.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and the final screws were not placed.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user reported difficulty with getting a successful merge to use for the t11 and t12 levels of this construct as well as navigational integrity issues with them upon performing landmark checks. During the investigation through review of case logs, we were able to adjusting the centroid placements on the two levels and assign different images taken during the procedure. We were able to achieve a merge with less shifting than the original case; however, it was still not clinically acceptable to use in this case. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. Cause of the reported issue can be traced to user technique. The following updates have been to this supplemental report: b4, b6, g6, h2, h3, h6, h10.